Event description:
Related manufacturer reference number: 2017865-2023-04816, related manufacturer reference number: 2017865-2023-04817, related manufacturer reference number: 2017865-2023-04818. It was reported that the patient presented in the emergency room experiencing itchiness at the site of implantable cardioverter defibrillator (ICD) pocket. Upon examination, it was discovered that the ICD pocket was infected and the ICD was eroded though the skin. The ICD was explanted, while the right ventricular lead, the right atrial lead and the left ventricular lead were capped on (B)(6) 2023 due to infection and erosion. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.